Event description:
An emergent diagnostic cardiac catherization was performed. The patient had sinus rhythm with st elevation and a reported evolving myocardial infarction. Near the end of the diagnostic case, the pt complained of back pain and had decreased blood pressure readings. The pt developed multiple episodes of ventricular fibrillation which required immediate defibrillations. An internal pacemaker was inserted and advanced life support medications were administered. A 2.5mm by 16mm ptca balloon was then inserted for treatment of a totally occluded lesion in the right coronary artery. After pre-dilatations from the ptca balloon, a 3.0mm diameter by 15mm length s7 stent delivery system was inserted. It was reported that the stent dislodged during the procedure, however, details of how the dislodgement occurred are not available. The stent was successfully snared and removed from the pt. There were no further attempts to treat the target lesion. The calcified lesion not being 1:1 pre-dilated likely contributed to the stent not crossing the lesion and stent dislodgement. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event.